Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the ramus branch. Multiple non-compliant balloons were used for pre-dilatation, post-dilatation, and post-stent dilatation of the vessel. The 2.5mm c2+ ivl catheter was used to deliver 120 pulses at max inflation of 6atm with no alleged product malfunction. A drug eluting stent (des) was placed to complete the procedure. The day after the procedure, the patient experienced a non q-wave myocardial infarction (mi). This event was adjudicated by the clinical events committee (cec) which confirmed the periprocedural mi was attributable to the target vessel. The cec reviewed the film and noted incomplete revascularization but with no angiographic complications. It was also noted that the patient's cardiac troponin levels measured 70 times the upper limit withing 48 hours of the procedure. It was determined that the mi was possibly related to the study device and definitely related to the procedure. There was no other patient sequalae reported. The patient was discharged one day after the index procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitely determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. There was no allegation of ivl catheter malfunction. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.